Event description:
The customer complained of high blood glucose levels. The customer reported that his last blood glucose reading was 487 mg/dl. During the phone call, the customer sounded weak and slow of speech. Paramedics were called to assist the customer. The customer was advised to call back to perform troubleshooting on the insulin pump when his blood glucose levels are stable. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.